Manufacturer narrative:
(B)(6). Date of event: unknown. Suspect medical device: product information currently unavailable. Common device name: unknown. Concomitant medical products: unspecified temporary pacing wire, unspecified 6-f catheter, unspecified j-tipped soft-guidewire, jr4 catheter, unspecified straight-tip guidewire. Initial reporter also sent report to FDA: unknown. PMA/510(k): unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The below description was taken from a review of the following journal article: overtchouk p, et al. "Transcarotid approach for transcatheter aortic valve replacement with the sapien 3 prosthesis: a multicenter french registry." J am coll cardiol intv. 2019;12:413-419. A review of this article was completed and discovered a amplatz extra stiff wire guide was used in an unknown patient for a transcarotid transcastheter aortic valve replacement (tc-tavr) procedure. The article reports the following : "in a study of 314 transcatheter aortic valve replacements, either safari pre-shape tavi guidewire 0.035-inch x 300 cm (boston scientific) or amplatz extra stiff 0.035-inch guidewire (cook) was used to access the left ventricle and introduce the in prostheses into the heart." Page 416 states that ¿1 patient had left ventricle perforation by the stiff guidewire.¿ since the event is described under ¿mortality,¿ it appears that the patient died from the complication. It is unknown whether the amplatz extra stiff guidewire or safari pre-shaped tavi guidewire was used during this procedure. Additional information regarding the event and patient outcome has been requested from the corresponding author but is currently not available.

Manufacturer narrative:
A review of documentation, drawing, manufacturing instructions, quality control, and specifications of the device were conducted during the investigation. The device was not returned and therefore a device failure analysis could not be performed. The lot number was unknown and thus a representative device from the lot could not be obtained for examination. The lot number was not provided and therefore a review of the device history record could not be performed. A review of the device master record for amplatz extra stiff wire guides was performed. The review concluded that there are sufficient inspection activities in place during manufacture to identify non-conforming units prior to distribution. Based on the information provided, no returned product and the results of the investigation, a definitive cause could not be established. There is also no definitive evidence a cook wire was involved in the adverse event. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.